Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Correction: the correct brand name is nucleus 22 channel cochlear implant system; not nucleus 24 channel cochlear implant system as previously reported. This report is filed june 13, 2015.

Event description:
Per the clinic, the patient experienced intermittencies with device use; however, the issue could not be resolved. The device was explanted on (B)(6) 2014, and the patient was reimplanted with a new device during the same surgery.